Event description:
A report was received that device analysis revealed through visual (microscope) and x-ray inspection of the lead that three of the cables were completely broken at the bent/kinked location of the lead. The bent/linked location is 2 centimeters from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture locations. High impedances were caused by the fractured cables at the clik x anchor site.